Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04984, manufacturer report # 3005099803-2012-04985 and manufacturer report # 3005099803-2012-04986 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip assemblies from the resolution clip devices were to be used as markers for a stent placement within the esophagus. However, after each clip was locked and deployed onto the tissue, the clip assemblies were difficult to release from their respective delivery catheters. Reportedly, eventually each clip separated, but all three detached from the tissue and fell into the patient in a closed state. The case was completed without any additional devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.